Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1323475; medical device expiration date: 31-oct-2026; device manufacture date: 19-nov-2021. Medical device lot #: 2091531; medical device expiration date: 31-mar-2027; device manufacture date: 01-apr-2022.

Event description:
It was reported that 3 of the bd¿ slip-tip syringe with attached needle had no markings. The following information was provided by the initial reporter: no markings on syringe.

Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the barrel is damaged and missing all its scale markings. Potential root cause for the missing print and barrel damaged defects is associated with the marking process. A device history record review was completed for provided lot numbers 1323475 and 2091531. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects.

Event description:
It was reported that 3 of the bd¿ slip-tip syringe with attached needle had no markings. The following information was provided by the initial reporter: no markings on syringe.